Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual inspection determined that the motor coupler was mis-aligned with the cpc connector. The morcellator was attached securely and the foot pedal successfully started and stopped the motor several times. Unable to verify reported problems of led flashing and foot pedal not activating unit.

Event description:
It was reported that the pt underwent a laparoscopic supracervical hysterectomy in 2006. The tissue morcellator motor drive unit was making a strange noise. The led lights were flashing on and off and the unit wasn't activating with the foot pedal. Another disposable unit was pulled and the problem persisted. A second motor drive unit was obtained and the case was successfully completed with no adverse pt consequences.